Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device service required. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2016. Upon receipt the device was found to be failing self-tests due to a speech chip label mismatch error. The user would have been alerted with a ¿warning, device service required¿ prompt alongside a flashing red status led and failure chirp, confirming the reported fault. Visual inspection revealed the membrane tail was not correctly aligned within the j11 connector, which had resulted in the misalignment of the j11 pins with the membrane tail tracks and the subsequent speech chip label mismatch. Heartsine records indicate the device had performed to specification during out qat testing on the (B)(6) 2016, indicating that the membrane tail had made sufficient contact with the j11 pins at this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 500p.

Event description:
Device service required. No patient involved.